Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed occasional p-wave under-sensing of the atrial lead during atrial arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.